Manufacturer narrative:
After further review of additional information received the following sections d8,d9, g3,g6,h2, h3 and h6 have been updated accordingly. As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured with no evidence of calcium and inflated fine during prep. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the mynxgrip device. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the device was exposed to blood, the syringe was attached to the device, the stop cock was open, and the shuttle was engaged to the handle. The sealant and the advancer remained in the manufacturing position. The procedural sheath was not returned. No other damages were observed. Per functional analysis, the inflation indicator and the balloon inflated when the syringe filled with water was pushed into the device. However, the balloon could not maintain the pressure and the water leaked through a microtear. Per microscopic analysis, a microtear/pinhole was observed. A product history record (phr) review of lot f2103502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device, the exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon encounters calcification and/or other procedural devices. Procedural or handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2103502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured with no evidence of calcium and inflated fine during prep. There was no reported patient injury. The device was opened in sterile field. The operator was trained to the mynxgrip device. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device will be returned for evaluation.